Manufacturer narrative:
During a review of this file performed on 10/18/2019, mentor became aware that some data elements in this report needed to be updated and/or corrected. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
It was reported by a physician that a (B)(6) year old female patient who underwent multiple breast augmentation procedures was diagnosed with bilateral stage ie alcl on (B)(6) 2016. The patient has no known medical comorbidities and no history of breast cancer. The mentor spectrum saline implants were the devices implanted at the time of diagnosis. The patient's known implant history is the following: the patient had bilateral augmentation in 1992 with unknown implant brand, texture, and fill. The patient then had a revision augmentation in 2002 with textured saline implants (brand unknown). In 2008, the patient has a bilateral revision augmentation due to capsular contracture with unknown implant brand, texture, and fill. The patient then began having problems in left breast (capsular contracture) and underwent revision procedure with unknown implant brand, texture, and fill. The patient then had an infection and underwent explantation without replacement. Four months later, the patient underwent additional revision augmentation with unknown implant brand, texture, and fill. In (B)(6) 2015, the patient began developing capsular contracture in the left breast and in (B)(6) 2015, began developing capsular contracture in the right breast. The patient also experienced seroma. The patient didn't experience systemic symptoms such as fever, night sweat, or weight loss. On (B)(6) 2016, the patient was diagnosed with bilateral stage ie alcl (cd30 positive, alk negative) via aspiration cytology. The lymphoma cells were found in the effusion fluid surrounding the implant and in the fibrous capsule. There is no invasion beyond the fibrous capsule into breast parenchyma. The patient underwent bilateral explantation with total capsulectomies and no replacement implants in (B)(6) 2016. The patient did not receive chemotherapy or radiation therapy. As of (B)(6) 2016, the patient is alive and has no evidence of alcl.